Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 700 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer went to the emergency room and was subsequently hospitalized 6 hours later for diabetic ketoacidosis. Customer was treated intravenously with saline, insulin, and potassium, and was released from hospital 4 days later with the issue resolved and no permanent damage. System check was performed and the pump is functioning as intended. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.